Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to retract the helix of the right atrial (ra) lead, which resulted in the lead not advancing through the sheath. The lead was explanted and the procedure was completed with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from original length 45cm to 47cm, with buckling of the inner insulation, and the helix was bent in extended position. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.